Event description:
It was reported that when using the bd pyxis¿ es server orders were not crossing. The customer stated that they were unable to access the medication, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes, correction: section e initial reporter address 1. Upon investigation of the actual device used in this incident, it was determined that the order was not transferring over. A technical support specialist checked the server and contacted the customer for more details. Dialed in and ran the server downtime query via structured query language server management studio (ssms). Verified messages were current and with no delays and disconnected flag = 0. Latest message received was on server time and resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier, and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ es server orders were not crossing. The customer stated that they were unable to access the medication, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.